Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Catheter broke and the needle got stuck inside the abdomen.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.